Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6)2013, 6935m62, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that a during follow up visit for the implantable cardioverter defibrillator (ICD), very intermittent noise was noted during deep respiration while the patient was sitting up on the exam table. It was possible to reproduce the noise regardless of position, respiration level, or arm movement. The ICD remains in use, and no patient complications have been reported as a result of this event.